Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope showed lines across the screen when plugged into a processor. The event occurred during set up, prior to use. There were no reports of patient involvement.